Event description:
At time of infusion auto-infuser leaked pt's blood from collection bag into external plastic container and from vent port. Infusion was immediately stopped. Pt did not receive any blood from device. Co rep notified apparatus was discarded because of contamination. Possibly 4th incident before rptr was notified.